Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd is aware of this product issue and further investigation has been conducted through a CAPA. As a result, corrective actions have been established and are in the process of being implemented. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Further investigation activities have been conducted relating to this product issue and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. A CAPA was conducted to document further investigation and root cause analysis relating to this product issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented.